Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA.. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 11 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient complained of increased work of breathing and dry cough on (B)(6) 2018. The patient also noticed urine output decreasing through the day. Blood pressure was low and the patient had a temperature of 99.1 degrees fahrenheit. White blood cell count was elevated. On (B)(6) 2018, blood cultures grew pseudomonas aeruginosa. The patient was started on antibiotics cefepime and vancomycin. On (B)(6) 2018 the patient was started on antibiotics flagyl and gentamicin. A urine microscopy showed white blood cell count 25/hpf (0-5) and urinalysis showed leukocyte esterase 2+ which is abnormal. Blood cultures grew pseudomonas aeruginosa and the patient was moved to the intensive care unit for further management due to hypotension. An intra-aortic balloon pump (iabp) was placed due to his severe decomposition. On (B)(6) 2018, the patient had an infectious disease consult with recommendations to continue vancomycin and cefepime. Iabp was removed. On (B)(6) 2018, the patient started altered vancomycin and cefepime regimens. The patient stopped flagyl. On (B)(6) 2018, vancomycin was decreased. Cefepime and vancomycin were stopped on (B)(6) 2018. Cefepime was stopped on (B)(6) 2018. The patient was discharged on (B)(6) 2018 on cefepime. Blood pressure was 100/doppler and temperature was 97.7 degrees fahrenheit. White blood cell count was 8.0k/cumm.